Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. Information (exact day of event) was not recalled by pt.

Event description:
A pt/layperson alleged that her ultra 2 meter prompted only apply sample. She stated the issue began 2 months ago. She took no actions with regards to her diabetes medications after the alleged issue began. She reported that she had frequent urination, which began after the issue started. No medical intervention was required. All products were replaced. She had no test available to troubleshoot with the customer care advocate, cca. Because the pt reported that she experienced a symptom of hyperglycemia after the issue began, this complaint is classified as an adverse event.